Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (unable to charge battery pack) was confirmed. Upon investigation the charger was resetting and unable to charge a battery pack. The charger exhibited a failure at pld component u1003 and pxa component u104 on the c/a board. Additionally, the charger was unable to charge a battery pack due to a contaminated battery board. The root cause for the u1003 and u104 failure could not be positively identified. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred from the damaged charger.

Event description:
A us distributor reported that a battery charger was unable to charge a battery pack.